Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 24 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation outside the patient, the stent was dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent had detached from the delivery system and returned caught inside a non-synergy stent protector. The stent was damaged along its entire length, with stent struts bunched, distorted and overlapping on one end of the stent. The maximum stent profile is within specification. The balloon body was reviewed and balloon folds appeared disturbed. Solidified crystals were evident inside the inflation lumen. Crimp markings were prominent on the exposed balloon wall. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no kinks across the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 24 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation outside the patient, the stent was dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.